Manufacturer narrative:
As reported a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused chronic occlusion and chronic femoral. The patient¿s family member reported becoming aware of blood clots, clotting and occlusion of the inferior vena cava (ivc), approximately nine years and ten months post implant. It was also noted that the patient is deceased, however a cause of death or relationship to the filter was not provided. It was also reported that the patient experienced anxiety related to the filter. According to the medical records the indication for the filter implant was bilateral deep vein thrombosis (dvt), and multiple emboli to the right lung, after a transurethral resection of the prostate. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins and above the bifurcation. A venogram performed prior to deployment and demonstrated no thrombus in the ivc. The patient tolerated the procedure well with no immediate complications. The patient¿s medical history was noted for back pain, hypothyroidism, anxiety, asthma, brain injury from a fall, chronic pain due to lower extremity neuropathy due to radiation poisoning, recurrent dvt, lyme disease, transient ischemic attack (tia), hypercholesteremia, peptic ulcer disease, seizures, pansinusitis, urinary retention, benign prostatic hyperplasia, psoriasis, chronic depression, being non-compliant with recommended anticoagulation and several left total hip arthroplasty procedures. Approximately nine years and nine months post implant, the patient was in the ER for an unspecified reason and mentioned non-specific discomfort related to the ivc filter. About a month later, the patient had a clinic visit for evaluation of ivc filter removal. A computerized tomography scan (CT) scan showed the ivc filter with ivc occlusion in addition to large paraspinal and abdominal wall collaterals. The filter contained partially calcified thrombus, as did both iliac veins. A bilateral lower extremity venous ultrasound revealed chronic dvts in both common femoral and femoral veins. The patient was informed that the filter could not be removed due to the chronic thrombus in the filter. Approximately ten years post implant, the patient underwent a pelvic venogram, venocavogram, recanalization, angioplasty and stenting of the infrarenal ivc (with protégé stents) and bilateral common iliac veins. The patient was discharged two days later. Approximately ten years and three months post implant, a CT scan of the abdomen and pelvis was performed for evaluation post recanalization of the ivc and iliacs. Results noted an infrarenal ivc filter with ivc and common iliac stents, appearing to be patent, calcified thrombus in the ivc which appears unchanged, and stable appearance of collateral veins. Another CT scan performed two months prior was used for comparison, yielding the same findings. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. It was indicated that the patient is deceased. Without a death certificate or cause of death provided a relationship between the event and the device could not be established, however it is noted that the patient had an extensive medical history with multiple comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the filter was placed after the patient had a transurethral resection of the prostate (turp). The filter was indicated for bilateral deep vein thrombosis (dvt), and multiple emboli to the right lung. Ultrasound and fluoroscopic guidance were used for this procedure. Ultrasound guidance was used to confirm patency of the right internal jugular vein. The right groin was prepped and draped in a sterile fashion. A small dermatotomy was made and a puncture needle was inserted into right internal jugular vein, followed by passing of a guidewire into the inferior vena cava under fluoroscopic guidance. An inferior vena cavogram was performed demonstrating no thrombus in the inferior vena cava (ivc) and identifying the level of the renal veins. The optease retrievable ivc filter was then placed at a level below the renal veins and above the iliac bifurcation. After the vena cava filter was deployed, repeat vena cavogram demonstrated the filter to be in good position below the renal veins. The patient tolerated the procedure well with no immediate complications. The medical records provided for review revealed the patient had a clinical history of back pain, hypothyroidism, anxiety, asthma, brain injury from a fall, chronic pain due to lower extremity neuropathy due to radiation poisoning, recurrent dvt, lyme disease, transient ischemic attack (tia), hypercholesteremia, peptic ulcer disease, seizures, pansinusitis, urinary retention, benign prostatic hyperplasia, psoriasis, chronic depression, being non-compliant with recommended anticoagulation and several left total hip arthroplasty procedures. Approximately nine years and nine months after the filter was implanted, the patient had a follow up appointment after having experienced a thirty hour hold in the emergency room (ER) due to an adverse reaction to oral steroids prescribed by pain management. The steroids made the patient manic, which led to alcohol consumption making the patient depressed and suicidal. The patient also needed a refill on lexapro for anxiety. The patient also mentioned non-specific discomfort related to the ivc filter. About a month after the follow-up appointment, the patient had a clinic visit for evaluation of ivc filter removal. A computerized tomography scan (CT) scan showed the ivc filter with ivc occlusion in addition to large paraspinal and abdominal wall collaterals. The filter contained partially calcified thrombus, as do both iliac veins. A bilateral lower extremity venous ultrasound revealed chronic dvts in both common femoral and femoral veins. The patient was informed that the filter could not be removed due to the chronic thrombus in the filter. About nineteen days later, the patient had another office visit for sinusitis, and was prescribed antibiotics and a nasal spray. The patient also had a hematology office visit for evaluation of hypercoagulable state and had a return visit for essential tremors six days later. Approximately ten years after the filter was implanted, the patient underwent a pelvic venogram, venacavogram, recanalization, angioplasty and stenting of the infrarenal ivc (with protégé stents) and bilateral common iliac veins. The patient was discharged two days later. Almost a month after being discharged, the patient was evaluated in the ER for epigastric/chest pain. The evaluation was negative for an acute process; and the patient was discharged home, returning to the ER twenty-two days later for hypoxic hypercapnic respiratory failure, status asthmaticus. The patient was stabilized and discharged two days later; however; presented again forty-seven days later with intermittent chest pain for past month, and left arm numbness. The workup was negative; pain medication was given and the patient was then discharged. Approximately ten years and three months after the filter implantation, a computerized tomography (CT) scan of the abdomen and pelvis was indicated for embolism and thrombosis of the ivc, status post recanalization of the ivc and iliacs, with a history of chronic ileocaval occlusion. The CT reported an infrarenal ivc filter with ivc and common iliac stents, appearing to be patent, calcified thrombus in the ivc which appears unchanged; stable appearance of collateral veins, and multiple hepatic cysts, splenic hemangiomas, right renal cyst, left renal cortical scarring and diverticulosis. Another CT scan performed two months earlier was used for comparison, yielding the same findings. About ten years and six months post implant, the patient had an office visit for swollen neck glands and sore throat that had resolved at the time of the visit. The office noted that the patient was there to restate request for pain medications. The patient had been intubated in the past due to an overdose and other problems. Seventeen days later, the patient made another office visit for palpitations and increasing pain and had also been seen in ER for palpitations. The workup was negative. The patient requested pain meds and left against medical advice after being given a copy of the pain policy. According to the information received in the patient profile form (ppf), the patient reported blood clots, clotting and occlusion of the inferior vena cava (vc), becoming aware of these events approximately nine years and ten months after the filter implantation. The information also indicated that the patient is deceased; however, a cause of death nor a relationship to the device was provided. Additionally, it was reported that the patient was unable to undergo an attempt to retrieve the filter due to chronic occlusion and experienced anxiety associated with the filter.

Manufacturer narrative:
As reported a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused chronic occlusion and chronic femoral "cnt's. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however due to the nature of the complaint the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, the filter is still implanted due to chronic occlusion and chronic femoral "cnt's". The filter is unable to be retrieved. Documented attempts to remove the filter were not provided.